Event description:
It was reported that the patient was found slumped over in a car. The patient was externally shocked prior to therapy delivered by the right ventricular lead. An interrogation noted the lead with oversensing and recorded polymorphic arrhythmic events with possible double counting. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.